Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported the infusion device did not display an a2 (low battery) error before giving an e2 (battery depleted) error during a cartridge change. Pt stated he changed the battery prior to the call and attempted to complete the cartridge change and then the infusion device alarmed an e7 (electronic error). Pt reported he didn¿t know how to clear it, so he could continue with the cartridge change. Had pt remove and reinstall the battery. Assisted pt with rewinding the piston rod; was able to rewind the piston rod successfully. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt refuses to return the infusion device for evaluation.